Event description:
Complainant alleged that while monitoring the vital signs of a pediatric female patient, the plastic connector ring separated from the tube connector and became lodged in the patient's tracheotomy. The patient had just been transported to the hospital care via medics, and after the transport, the patient exhibited respiratory decompensation. Complainant indicated that the clinician attempted to establish an airway trach, however, they were unsuccessful until they removed and replaced the tracheotomy tube. Upon examining the removed tracheotomy, tube revealed the presence of the plastic connector ring. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The kit was discarded after use, however, the customer has retained the tracheal tube used during the event. Zoll medical corporation, and the device MFR, respironics, are currently working with the reporter in investigating this issue.